Manufacturer narrative:
Reported event of working length detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to extend the snare loop but it was unable to open. The device was checked and found that the outer sheath was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the snare loop failed to extend due to the flare detachment. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to extend the snare loop but it was unable to open. The device was checked and found that the outer sheath was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.